Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode, as the instrument passed recognition testing when installed on an in-house isi is3000 system. Engineering evaluation also found that the instrument's pitch was broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis and the clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the fenestrated bipolar forceps instrument was not recognized by the system. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.